Manufacturer narrative:
Device evaluation: no product testing could be performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the results of the investigation no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that a pcb00 intraocular lens (iol) cases was difficult to load into the eye because it would get stuck to the hook from the inserter. The pcb00 lens, 20.0 diopter was implanted and they were able to insert the lens but it was just difficult. There was an anterior capsular tear. The doctor was able to place the lens in the bag and there was no complications (no vitreous loss) but it made the end of the case slightly longer and stressful. They did not keep the inserter. There was no injury post-operation and the patient is 20/20. There is no plan to do a secondary surgery. No further information was provided.